Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin (2 grams, stat, intraperitoneally) and intravenous piptaz (4.5 grams, twice a day) for peritonitis. At the time of this report, the patient was recovering from the event and dianeal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the antibiotics therapies were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.